Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI)#: unable to determine entire UDI# as information was not provided. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was experiencing fio2 issues. This incident occurred while on a patient and it took 1 month to be reported. The error message appeared on the ventilator and was in use on the patient. The fi02 was increased to 100% fi02 as the patient desaturated while being repositioned. Once the fi02 was weaned this error started appearing every 20 seconds. The patient has not desaturated however they swapped the ventilator for another one for safety.

Event description:
Additional information received indicates that the customer sent over log files for further investigation. The files were reviewed and the original complaint was not confirmed.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. The original complaint was not confirmed. A review of the log file for bv mb 170599 found no evidence of alarming while on a patient for the date and time provided.